Event description:
Additional information was received. The patient clarified that what she meant by the device behaving strangely and erratically was that she couldn't get it to work. However, the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the last visit to the hcp, their hcp said that the battery was running low. Their unit is now behaving strangely and erratically. They said that they could not deal with their current issues. The device worked really well for their issues until it didn't. Every 4 or 5 days they needed to increase stim because their genital pain returned. Increasing helped with the pain, but only for a few days at a time. They usually only increase by 0.1v, but the day prior they had to increase by 0.3v. They reported that their diet is fine and therefore the issues must be related to the device and/or it's battery life. They tried all of the programs but their hcp said to just call once the battery was dead. They intend to have the system replaced and wanted to know their options. They did not want to troubleshoot since their reason for calling was answered. No further device issue alleged/identified. No further patient symptoms or complications were reported.